Event description:
The customer reported that the system displayed multiple error messages which caused the collimator to cone down. This rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator configuration files were reloaded. The system was then found to be operating as intended.